Event description:
It was reported that the ilet user experienced high glucose readings, with a fingerstick of 453 mg/dl, after discovering the infusion set connector was not screwed in correctly and insulin was leaking. The user was guided through changing the cartridge and tubing, and insulin delivery was resumed, which subsequently trended glucose downward. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the infusion set/connector component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.